Event description:
It was reported by the surgeon, (B)(6), to the sales rep, (B)(4), that during surgery, an acetabular augment broke. The sales rep reported on behalf of the surgeon that the augment was being used in flying buttress mode, and two screws were used. It was reported that when the second screw went in, the surgeon said that it wasn't biting, this was later discovered to be because no purchase could be gained by the screw as the augment was no longer in one piece. It was reported that the surgeon had replacements available, 5096-5015 mlha4l and it was reported as being secured in place with 2080-0040 mldem5 and 2080-0030 mkdj4w.

Manufacturer narrative:
An event regarding broken augment involving a restoration acetabular 46mm od x 15mm wedge augment was reported. The event was not confirmed. Device evaluation was not performed as no item was returned. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates that there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the device was not returned analysis. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the surgeon, mr (B)(6), to the sales rep, (B)(4), that during surgery an acetabular augment broke. The sales rep reported on behalf of the surgeon that the augment was being used in flying buttress mode, and two screws were used. It was reported that when the second screw went in, the surgeon said that it wasn't biting, this was later discovered to be because no purchase could be gained by the screw as the augment was no longer in one piece. It was reported that the surgeon had replacements available, 5096-5015 mlha4l and it was reported as being secured in place with 2080-0040 mldem5 and 2080-0030 mkdj4w.